Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated in the middle. Reportedly, the customer was working outside, the tubing was caught on an object, and the patient line snapped. The customer indicated that a cartridge would be loaded. There was no impact to the customer's blood glucose level.